Event description:
It was reported that after completion of a da vinci pulmonary lobectomy procedure, the insulation of the thoracic grasper instrument was found to be torn. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of the instrument's main tube exhibited scratch marks, with sections of the tube insulation removed. The scratches were approximately .035 - .112 in length. Failure analysis investigation also found that the flush tube inside of the instrument housing had a couple of kinks in it. The kinks are located prior to where the flush tube enters the idler block/gimbal plate. The kinks can restrict fluid flow, preventing proper flushing of the instrument. No other damage was found. The damage to the instrument found during failure analysis investigation does not constitute a reportable event; however, the damage to the main tube insulation with material removed, could likely cause or contribute to an adverse event, if the malfunctions were to recur.